Manufacturer narrative:
Investigation is summarized as follows: quality data review: CAPA/non-conformance review: a part specific CAPA review was performed for part 9n15 to identify any existing internal quality records which could result in the reported complaint during production or internal quality records related to the reported complaint and part. The CAPA review did not identify any additional records related to the issue under investigation. Complaint history review: a part specific complaint history review was performed to identify any complaint tickets related to this investigation and assay/part. No confirmed complaints were identified. Complaint trending was completed. Base list number 09n15 (alinity m hr hpv) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (09n15-090) was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported four false negative results on the alinity m high risk (hr) amp kit. There was no report of impact to patient management. The customer did not provide any additional information.